Event description:
Used stryker pneumoclear co2 conditioning insufflator with the covidien/ medtronic 5 mm trocars: onb5stf, b5stf, unvca5stf, onb12stf. Seems to not be enough room to evacuate smoke through the smaller size trocar. Had another case where the trocars seem too small to allow enough gas to flow through to adequately insufflate the abdomen for good visualization. Pt: 4582. Device: 1248, 2183. Ref: mw5188354, mw5188355, mw5188356.